Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard compatible blood set had a ¿significant size¿ hole in the tubing distal to the chamber end. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection revealed a cut in the tube approximately at the middle of the tube between the chamber and the luer lock. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.